Manufacturer narrative:
An isi field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse was able to reproduce the issue and replaced the generator. As of the date of this report, isi has not received the generator to confirm/identify any failure modes.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the erbe generator had an error m-02 issue. Prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the caller power cycled the erbe generator which did not solve the problem. The tse asked the caller to disconnect the instrument activation cables, remove the power plug from the erbe generator, and push the power button at the front. After restoring the power and without instruments connected, the error came back immediately. The tse asked the caller if they could use the vision side cart (vsc) from the xi system or if they had a forcetriad generator. The caller stated the xi system was in use and they did not have a forcetriad generator. The surgeon decided to abort the planned procedure after ports had already been placed on the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm issue via system logs and reproduce the issue via in-house testing.